Manufacturer narrative:
The reported field event of noise and a crack in the pacer header was not confirmed in the laboratory. Analysis was normal. No anomalies were found. Visual inspection of the device noted deep scratch marks on the header, which likely refers to the reported crack in the header per the event details. Additionally, signs of setscrew inset damage appearing consistent with incorrect torque wrench insertion were observed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up, rv lead issue was suspected due to lead noise and a decrease in sensitivity. Upon interrogation, it was noted that the sensing had improved and noise was not reproducible. It was also observed that the header of the pacemaker was cracked. The patient had fallen recently and the physician suspects the trauma caused the crack. As such, the device was explanted and replaced. The patient was stable.